Manufacturer narrative:
(B)(4).

Event description:
It was reported that the device was found in back up vvi mode after and MRI scan. It is unknown if the device was programmed to tachy off before the scan. A download through etp restored normal function. Patient was discharged from hospital without any adverse consequences.